Manufacturer narrative:
H.6. Investigation: two sample were received by our quality team for evaluation. From the samples, a damaged barrel was observed, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the return samples, the damaged barrel was observed at the same position, approximately at the location scale mark between "1 and 2" height. The team investigated different sections of machine and matched potential areas which could lead to this damaged barrel. It is likely that the damaged syringe barrel during the transition to the outfeed dial at the syringe needle assembly process. The probable root cause could be due to the machine outfeed dial being out of alignment which eventually lead to part slanting. Thereafter, the product tilted from the needle assembly dial slot pocket resulting in crashed and damaged product by the pocket dial and side guide during transition to the outfeed dial process. The defected parts were then failed to be removed effectively by the production technician which resulted in escapees to the next process. H3 other text : see h.10.

Event description:
It was reported that 2 syringe 10ml ll 21g 1-1/2in tw ID barrels were found damaged. The following information was provided by the initial reporter: "distorted barrel."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 syringe 10ml ll 21g 1-1/2in tw ID barrels were found damaged. The following information was provided by the initial reporter: "distorted barrel".